Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 5/25/2017 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 11mm x 280mm standard nail per the sign technique manual. The patient also had knee pain. Surgeon comment: "this unfortunate girl again had knee pain with nail touching the knee joint articular surface. We did revision by using a shorter nail. There was a gush of blood after removal of nail and passing the reamer. Only passed the proximal screw because of previous infection distally and patient condition peroperatively."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 1/12/2017 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 11 mm x 300 mm standard nail per the sign technique manual. Surgeon comment: "exchange nailing was done as the nail went into the knee joint."